Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The shaft and balloon were examined. Microscopic examination revealed a loose flap of material between the folds of the balloon material with a longitudinal tear. Materials testing analysis characterization (mtac) testing confirmed that the flap of balloon material was consistent with balloon material; however, it could not be determined when or how the balloon material tore. Functional testing was performed and found that water leaked from the tear in the balloon material. There was no other damage or irregularities. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. During preparation of a 7.0mmx20mmx80cm (4f) sterling balloon catheter, a pin-sized needle was noted on the balloon. When the contrast was mixed with the solution and the air was removed, it started squirting a little bit of saline out of the balloon. The device did not enter the patient's body. Another 7x20x80mm sterling balloon catheter was used and successfully completed the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. During preparation of a 7.0mmx20mmx80cm (4f) sterling¿ balloon catheter, a pin-sized needle was noted on the balloon. When the contrast was mixed with the solution and the air was removed, it started squirting a little bit of saline out of the balloon. The device did not enter the patient's body. Another 7x20x80mm sterling balloon catheter was used and successfully completed the procedure. No patient complications were reported.